Event description:
Hcp reported pt presented with signs of an infection of the device pocket and lumbar region. These include redness, swelling, drainage, and pain. Cultures of the device pocket were obtained. Staphlyococcus aureus was the organism cultured. The pt does not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant 2004. The device was not returned to the manufacturer for analysis. Hcp reported pt did not experience drug withdrawal and pt risk factors are unknown.